Event description:
This 38 y/o female had a bam in 1982 with implantation of silicone gel breast implants. The procedure was not performed at this reporting facility, therefore the name of the MFR is not known. Recent mammogram demonstrated a ruptured implant. Gross exam: both implants were ruptured and exuded silicone-like substance. Both capsules showed fibrosis.